Event description:
Physician reports left side device removal and replacement of pt with history of breast cancer due to "seroma and as confirmed by histology, alcl." Anaplastic large cell lymphoma (alcl) has not been confirmed as test results have neither been provided or reported. This event will be captured as lymphoma until test results are received.